Event description:
It was reported that a patient's pump had eroded through the skin. The pump was explanted in regards to an infection. The physician suspected that the patient would have withdrawal symptoms. The patient's status in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)